Event description:
It was reported that the slotted cannula was placed and the first peek was passed, the device was positioned again in order to place the second peek, the deployment slider was activated twice and although the peek was lowered, when the handle was removed, it was returned. The entire implant was removed and a new one (same reference) was placed. No patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.